Event description:
It was reported that the pump's alarm volume and vibration were too low. The customer declined to provide additional information regarding the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose value was 333 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.